Manufacturer narrative:
The manufacturer previously reported a cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The manufacturer confirmed the burst disk valve had evidence of corrosion. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to outgas.

Manufacturer narrative:
On the previously summitted report, the device problem code was missing from the report. It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported a cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The manufacturer confirmed the burst disk valve had evidence of corrosion. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to outgas. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information alleging a cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.